Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) / perforated with an essure coil suture / protruding coil tip from the fallopian tube'), device breakage ('device breakage / free floating essure coil from the abdomen'), uterine perforation ('uterine perforation') and device dislocation ('migration of essure device location of device: pelvis') in a 29-year-old female patient who had essure (batch no. 627742(r), 629299(l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception and chronic abdominal pain. Concurrent conditions included hashimoto's thyroiditis since 2005 and insomnia since 2005. Concomitant products included levothyroxine since 2005 and zolpidem tartrate (ambien) since 2005. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety / mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and complication of device insertion ("the essure device failed to deploy properly and I had to use replacement coil"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and back pain ("lower back area"). The patient was treated with surgery (bilateral salpingectomy ((B)(6) 2009), lavh, hysterectomy (full on (B)(6) 2017), tubal ligation and surgical removal of coils, salpingectomy ¿). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, fatigue and complication of device insertion outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered anxiety, back pain, complication of device insertion, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: excision of a protruding coil tip from the fallopian tube. Discrepancy noted in hsg test - previous version states hsg was performed. Current version states that "patient did not underwent an essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Lot number:627742 manufacture date: 2008-07 expiration date:2010-07 . Lot number:629299 manufacture date: 2009-01 expiration date:2012-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : event uterine perforation added and event outcome added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) / perforated with an essure coil suture / protruding coil tip from the fallopian tube'), device breakage ('device breakage / free floating essure coil from the abdomen'), uterine perforation ('uterine perforation') and device dislocation ('migration of essure device location of device: pelvis') in a 29-year-old female patient who had essure (batch no. 627742, 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception and chronic abdominal pain. Concurrent conditions included hashimoto's thyroiditis since 2005 and insomnia since 2005. Concomitant products included levothyroxine since 2005 and zolpidem tartrate (ambien) since 2005. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety / mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and complication of device insertion ("the essure device failed to deploy properly and I had to use replacement coil"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and back pain ("lower back area"). The patient was treated with surgery (bilateral salpingectomy (B)(6) 2009), lavh, hysterectomy (full on (B)(6) 2017), tubal ligation and surgical removal of coils, salpingectomy ¿). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, fatigue and complication of device insertion outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered anxiety, back pain, complication of device insertion, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: excision of a protruding coil tip from the fallopian tube. Discrepancy noted in hsg test - previous version states hsg was performed. Current version states that "patient did not underwent an essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Lot number:627742 manufacturing date:2008-07 expiration date:2010-07 . Lot number:629299 manufacturing date:2009-01 expiration date:2012-01 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) / perforated with an essure coil suture / protruding coil tip from the fallopian tube'), device breakage ('device breakage / free floating essure coil from the abdomen'), device dislocation ('migration of essure device location of device: pelvis') and genital haemorrhage ('abnormal bleeding (general)') in a 29-year-old female patient who had essure (batch no. 627742, 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception and chronic abdominal pain. Concurrent conditions included hashimoto's thyroiditis since 2005 and insomnia since 2005. Concomitant products included levothyroxine since 2005 and zolpidem tartrate (ambien) since 2005. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety / mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and complication of device insertion ("the essure device failed to deploy properly and I had to use replacement coil"). On an unknown date, the patient experienced back pain ("lower back area"). The patient was treated with surgery (bilateral salpingectomy ((B)(6) 2009), lavh, hysterectomy (full on (B)(6) 2017), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and complication of device insertion outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, complication of device insertion, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: excision of a protruding coil tip from the fallopian tube. Discrepancy noted in hsg test - previous version states hsg was performed. Current version states that "patient did not underwent an essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Lot number:627742 manufacture date: 2008-07 expiration date:2010-07. Lot number:629299 manufacture date: 2009-01 expiration date:2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) / perforated with an essure coil suture / protruding coil tip from the fallopian tube'), device breakage ('device breakage / free floating essure coil from the abdomen'), device dislocation ('migration of essure device location of device: pelvis') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. 627742, 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception nos and chronic abdominal pain. Concurrent conditions included hashimoto's thyroiditis since 2005 and insomnia since 2005. Concomitant products included levothyroxine since 2005 and zolpidem tartrate (ambien) since 2005. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety / mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and complication of device insertion ("the essure device failed to deploy properly and I had to use replacement coil"). On an unknown date, the patient experienced back pain ("lower back area"). The patient was treated with surgery (bilateral salpingectomy ((B)(6) 2009), lavh, hysterectomy (full on (B)(6) 2017), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and complication of device insertion outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, complication of device insertion, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: excision of a protruding coil tip from the fallopian tube. Discrepancy noted in hsg test - previous version states hsg was performed. Current version states that "patient did not underwent an essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and medical record received : medically confirmed case. Reporter and patient demographics were added. Medical history, concomitant drugs were added. Updated suspect drug indication. Events perforation (fallopian tube(s) / perforated with an essure coil suture / protruding coil tip from the fallopian tube, device breakage / free floating essure coil from the abdomen, migration of essure device location of device: pelvis, abnormal bleeding (general), vaginal bleeding, menorrhagia, depression, anxiety / mental anguish, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, lower back area, the essure device failed to deploy properly and I had to use replacement coil were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.